Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 8 cm diameter abdominal aortic aneurysm. The aortic neck was short measuring 8 ¿ 10 mm in length and it was highly angulated. The stent grafts were implanted on an emergency basis as the patient had a large aneurysm. It was reported that after the stent grafts were implanted there was a small proximal type I endoleak present. The endoleak was attributed to the short and angulated aortic neck. The aortic neck was ballooned two times and this slightly improved the endoleak; however, the endoleak was still present. There was not enough room to place a cuff due to the short aortic neck. The physician made the decision to not further intervene and to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak). (Short and angulated aortic neck). (Aortic neck length less than 10mm).